Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area (mostly left side)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. C91745) inserted for female sterilisation. The patient's medical history included parity in 2013, dysmenorrhea, adenomyosis, ovarian cyst and c-section. Concomitant products included lisinopril since 2016, metformin since 2016 and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d and c and ablation and laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, left oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2, opposite tube: the number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: a very small amount of contrast material extends along the proximal most portion of the left essure device. Both tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc(product technical complaints). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area (mostly left side)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. C91745) inserted for female sterilisation. The patient's medical history included normal delivery (live child) in 2013, dysmenorrhea, adenomyosis, ovarian cyst and c-section. Concomitant products included lisinopril since 2016, metformin since 2016 and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d and c and ablation and laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, left oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2, opposite tube: the number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: a very small amount of contrast material extends along the proximal most portion of the left essure device. Both tubes are occluded. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. Case was upgraded to serious incident. Previously reported event injury was replaced with events from pfs: pelvic pain and uterine hemorrhage. Lot number was added. Essure removal date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.